Event description:
Potential manufacturing error. It was reported that "during a surgery procedure it was observed that the cone of the head was milled anomalous."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (potential manufacturing error and (B) (4)).